Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. Investigation revision: following reception of service report. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, nothing was found. Only preventive maintenance was carried out. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: rn coworker was setting up a bambevi infusion and the primed IV primary line would not insert into the agilia pump. Pump stated ocs failure - air in line. This was before treatment. No patient was effected. Pump was switched after multiple attempts to troubleshoot. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.